Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the plastic sheath of the device below the tip slides up and it exposed the metal underneath. They were concerned that the exposed metal would burn the surrounding tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the plastic sheath of the device below the tip slides up and it exposed the metal underneath. They were concerned that the exposed metal would burn the surrounding tissue. Another similar device was opened to complete the procedure. The scrub nurse was able to push the plastic up toward the distal end of the jaws but that was only after the case was completed. It functioned fine for the remainder of the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the clear insulation slid up toward the jaws. The investigation found the device failed hipot testing. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.